Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal end of the braid was not opened and frayed. The proximal end of the braid was opened and frayed. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was confirmed as the distal end of the braid was not opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported potentially the angle of the internal carotid artery (ica) was influencing the segment and causing non opening but this is not conclusive. One pipeline device at a time, but the same issue with both the 500-14 and 500- 16 , delivery system in middle cerebral artery (mca), however when the 450 device was delivered the system was placed to a1 and therefore a different angle for delivery, which may have influenced distal opening. There was no friction or difficulty during delivery. System fell back both times and was reposition. The tip of the catheter was not visualized at th time of deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the clinician was initially planning to cover the carotid opthalmic aneurysm, following 3d a second posterior communicating (pcom) artery aneurysm was also seen which he decided needed to be treated too with same stent. Also noted proximal to ophthalmic genu vessel was noted as dysplastic and around 5mm, he wanted to cover this section if possible. Right femoral access benchmark placed to petrous segment, phenom 27 placed to m2 segment, sim and size used for accuracy 475 or 5 looked best 5 had better apposition 5 x 14 chosen, prepared as per IFU. On initial exposure of device the distal segment did not open, mid segment opened well, clinician took catheter back over sleeves to push out of the way, push out of device continued in m1, again distal end appeared to not fully open. The system was drawn back to internal carotid artery (ica),mid section opened but again distal looked nipped. Some manipulation to attempt to open, device slipped further back and was then too low. Device resheathed fully and complete system was advanced back to m1 , process repeated twice and again distal end looked nipped. Device was removed. On examination once free of delivery wire, device was open but distal end looked slightly frayed. The microcatheter repositioned to m1 second device ped2-500-16 opened in m1. This time clinician chose to not go over the ptfe sleeves, opened in m1 and drawn back to ica, distal again not fully open. The physician assumed the sleeves were causing the non-opening. On bringing back to ica, the device did open, however same appearance as first stent and distally appeared nipped, mid and proximal segments opened well. There was some manipulation to encourage distal opening, but again did not look normal. Physician removed and saved for return. A second clinician, scrubbed and after some further discussion and after relooking at sizing decided may need to use two stents to cover both aneurysms pcom and car otid/ophthalmic. Phenom 27 again placed to a1 this time, ped2-450- 14 taken placed just distal to pcom, landed in straight segment proximal to ophthalmic and was covering both aneurysms, no requirement for second stent. There was good overall result, dynamic computed tomography showed good apposition. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured carotid ophthalmic and pcom aneurysm with a max diameter of 9 mm and a 3.8 mm neck diameter. The landing zone was 3.8 mm distal and 4.9 mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Clinician aware of platelet reactivity units (pru) levels. There was good angiographic result post-procedure. Ancillary devices include a benchmark 6f 071mp 95cm guide catheter, phenom 27 fg15150-0615-1s lot. 229716723 microcatheter.